Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 574 mg/dl. Customer¿s current blood glucose is 209 mg/dl. The customer treated with the 14 u of lantus. Troubleshooting was done for high blood glucose. Customer had multiple blood glucose levels such as 199 mg/dl, 569 mg/dl, 591 mg/dl, 536 mg/dl, 438 mg/dl, 540 mg/dl, 469 mg/dl and 732 mg/dl the customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.